Event description:
The customer stated a cell-dyn sapphire analyzer misread a sample barcode. The analyzer misread sid (B)(6). The customer replaceed the handheld barcode reader and the analyzer read the sample correctly. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of the returned instrument, a search for similar complaints, and a review of labeling. The customer's returned barcode reader and barcode labels were tested in the reference cell dyn sapphire instrument. The 20 labels (four labels were from the customer) were read without any incident or any misread. The barcode labels met specifications for barcode label width and barcode symbol length. However, the returned label bar code height, label length and quiet zone did not meet the barcode specifications stated in the operator's manual. The out of specification barcode label cannot be eliminated as a probably cause for the incident. Tracking and trending did not identify any adverse trend related to the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.